Event description:
The user could no longer hear with their right side device. The user reported a sudden loss of hearing with the device. The user was re-implanted on the (B)(6) 2020. This report refers to 9710014-2020-00603. For further information please refer to this report. .